Manufacturer narrative:
Follow-up received on 27-jun-2016. Patient was not pregnant. Essure was inserted on (B)(6) 2010 for sterilization. The patient developed chronic pelvic pain in association with functional metrorrhagia following essure insertion. Ultrasound showed migration in isthmus of right essure insert and adenomyosis. Bilateral salpingectomy via laparoscopy was performed; essure inserts were removed on (B)(6) 2011. Endometrium thermocoagulation was performed via thermochoice. The event chronic pelvic pain in association with functional metrorrhagia was considered related to essure and serious due to hospitalization. Its onset date was in 2010 and stop date on (B)(6) 2011. Patient recovered. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2016 for the following meddra preferred terms: salpingitis. The analysis in the global safety database revealed 34 cases. .device dislocation. The analysis in the global safety database revealed 610 cases. Pelvic pain. The analysis in the global safety database revealed 1216 cases. Metrorrhagia. The analysis in the global safety database revealed 19 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this study case report refers to a (B)(6) female patient, who was involved in an observational company-sponsored study. She had essure (fallopian tube occlusion insert) inserted and at follow-up consultation a hydrosalpinx was diagnosed. Additionally, it was found one essure moved and she had chronic pelvic pain in association with functional metrorrhagia. She was submitted to a salpingectomy. The events are serious due medical importance and listed according to reference safety information for essure. Hydrosalpinx is the result of damages in fallopian tubes which became filled with a sterile fluid, blocked and enlarged. The most often causes of hydrosalpinx are pelvic inflammatory disease (salpingitis), previous surgeries or adhesions. In this case the patient had a history of 2 previous salpingitis. According to the investigator, patient's hydrosalpinx could be a sequela of these previous infections. Nevertheless, considering essure local action in the fallopian tubes (acting as a foreign body); a contributory role of the suspect insert cannot be totally excluded. Regarding the reported device migration, patient's hidrosalpinx may have been contributed to its occurrence and due to its nature, this event was considered as related to essure. The same causality assessment is given for patient's pelvic pain associated with metrorrhagia, based on event's nature and essure safety profile. Since a salpingectomy was required, this case is regarded as incident. According to technical analysis, an investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect.

Manufacturer narrative:
Follow-up information received on 08-aug-2016: update of quality-safety evaluation of ptc. The bayer reference number for the ptc report is: (B)(4). Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 09-aug-2016 for the following meddra preferred terms: salpingitis. The analysis in the global safety database revealed 36 cases. Device dislocation. The analysis in the global safety database revealed 667 cases. Pelvic pain. The analysis in the global safety database revealed 1273 cases. Metrorrhagia. The analysis in the global safety database revealed 18 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this study case report refers to a (B)(6) female patient, who was involved in an observational company-sponsored study. She had essure (fallopian tube occlusion insert) inserted and at follow-up consultation a hydrosalpinx was diagnosed. Additionally, it was found one essure moved and she had chronic pelvic pain in association with functional metrorrhagia. She was submitted to a salpingectomy. The events are serious due medical importance and listed according to reference safety information for essure. Hydrosalpinx is the result of damages in fallopian tubes which became filled with a sterile fluid, blocked and enlarged. The most often causes of hydrosalpinx are pelvic inflammatory disease (salpingitis), previous surgeries or adhesions. In this case the patient had a history of 2 previous salpingitis. According to the investigator, patient's hydrosalpinx could be a sequela of these previous infections. Nevertheless, considering essure local action in the fallopian tubes (acting as a foreign body); a contributory role of the suspect insert cannot be totally excluded. Regarding the reported device migration, patient's hydrosalpinx may have been contributed to its occurrence and due to its nature, this event was considered as related to essure. The same causality assessment is given for patient's pelvic pain associated with metrorrhagia, based on event's nature and essure safety profile. Since a salpingectomy was required, this case is regarded as incident. According to technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable.

Manufacturer narrative:
Follow-up received on 07-sep-2016: the questionnaire - uterine/ tubal perforation with essure was provided. It was confirmed that thermocoagulation was related to metrorrhagia. The migration in isthmus reported previously refers to the event "at one or two years after placement a problem occured on one of the tube, one essure moved". Essure in right tube was in correct position. Patient presented with abdominal pain and bleeding. The diagnosis of incorrect essure position was done in (B)(6) 2011. Migration led to inserts removal via bilateral salpingectomy. Salpingectomy was performed on (B)(6) 2011. It was reported that patient has recovered. Follow up information received on 12-sep-2016 from investigator: the event term "chronic pelvic pain in association with functional metrorrhagia" was changed "migration of right essure insert in isthmus". Perforation questionnaire and sae forms received on 28-sep-2016: the patient medical history includes 2 pregnancies in 2010, she experienced chronic pelvic pain. This event was considered as non-serious and related to the devices by the investigator. On (B)(6) 2011, she recovered. In 2010, the patient experienced functional metrorrhagia was added. This event was considered as non-serious and related to the devices by the investigator. On (B)(6) 2011, she recovered. In (B)(6) 2011, the right essure migrated to isthmus (previously reported as at one or two years after placement a problem occurred on one of the tube, one essure moved). The migration was considered related to the devices. The fields referring to perforation were not completed by the physician. The patient had symptoms abdominal pain and bleeding. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 30-sep-2016 for the following meddra preferred terms: hydrosalpinx: the analysis in the global safety database revealed 11 cases. Device dislocation: the analysis in the global safety database revealed 743 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this study case report refers to a (B)(6) female patient, who was involved in an observational company-sponsored study. She had essure (fallopian tube occlusion insert) inserted and at follow-up consultation a hydrosalpinx was diagnosed. Additionally, it was found one essure moved. Upon receipt of follow-up, the event term chronic pelvic pain in association with functional metrorrhagia was changed to migration of right essure insert in isthmus (device migration). She was submitted to a salpingectomy. The events are serious due medical importance and listed according to reference safety information for essure. Hydrosalpinx is the result of damages in fallopian tubes which became filled with a sterile fluid, blocked and enlarged. The most often causes of hydrosalpinx are pelvic inflammatory disease (salpingitis), previous surgeries or adhesions. In this case the patient had a history of 2 previous salpingitis. According to the investigator, patient's hydrosalpinx could be a sequela of these previous infections. Nevertheless, considering essure local action in the fallopian tubes (acting as a foreign body); a contributory role of the suspect insert cannot be totally excluded. Regarding the reported device migration, patient's hydrosalpinx may have contributed to its occurrence and due to its nature, this event was considered as related to essure. Since a salpingectomy was required, this case is regarded as incident. According to technical analysis, a product quality defect could not be confirmed but is considered plausible.

Manufacturer narrative:
Quality safety evaluation received on 26-nov-2016: this adverse event report is related to a product technical complaint (ptc). (B)(4). No sample available for this investigation. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 29-nov-2016 for the following meddra preferred terms: hydrosalpinx: the analysis in the global safety database revealed 11 cases. Device dislocation: the analysis in the global safety database revealed 833 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this study case report refers to a (B)(6) female patient, who was involved in an observational company-sponsored study. She had essure (fallopian tube occlusion insert) inserted and at follow-up consultation a hydrosalpinx was diagnosed. Additionally, it was found one essure moved. Upon receipt of follow-up, the event term chronic pelvic pain in association with functional metrorrhagia was changed to migration of right essure insert in isthmus (device migration). She was submitted to a salpingectomy. The events are serious due medical importance and listed according to reference safety information for essure. Hydrosalpinx is the result of damages in fallopian tubes which became filled with a sterile fluid, blocked and enlarged. The most often causes of hydrosalpinx are pelvic inflammatory disease (salpingitis), previous surgeries or adhesions. In this case the patient had a history of 2 previous salpingitis. According to the investigator, patient's hydrosalpinx could be a sequela of these previous infections. Nevertheless, considering essure local action in the fallopian tubes (acting as a foreign body); a contributory role of the suspect insert cannot be totally excluded. Regarding the reported device migration, patient's hydrosalpinx may have contributed to its occurrence and due to its nature, this event was considered as related to essure. Since a salpingectomy was required, this case is regarded as incident. According to technical analysis, a product quality defect could not be confirmed but is considered plausible.

Event description:
This study case report was received from an investigator in (B)(6) on (B)(6) 2011 and refers to a (B)(6)-year-old female patient who was involved in an observational company-sponsored study, study number: (B)(6). Additional information was received on (B)(6) 2011 and (B)(6) 2012. On (B)(6) 2011 follow-up information received qualifies this case as an incident. Study description: study (B)(6), essure ess305 is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure permanent sterilization method, as measured by the absence of pregnancy. Patient number: (B)(6). The patient's medical history included 2 children, cockett syndrome, and 2 salpingitis and her drug history included minipill (oral contraceptive nos). The patient last menstruation period before the insertion procedure was (B)(6) 2010. On (B)(6) 2010, essure was inserted in the operating room; no anesthesia was applied during the procedure. The patient's uterine cavity condition was normal, and her uterus was not retroverted. The procedure was started on the left side. The physician considered easy to introduce the catheter into both tubes. At the end of procedure she had 2 coils externally visible in the uterine cavity on the left side and 1 on the right side. The patient experienced pain during and after the procedure. Vasovagal syncope during the procedure was denied. No other procedure was done at the same time of the insertion. The procedure took 10 minutes and bilateral placement was successful. During consultation on (B)(6) 2011, the patient reported that she used postoperative analgesics; she also reported pain/cramps as postoperative effects. She used minipill as back-up contraception. At this consultation, a transvaginal ultrasound was done and showed only the left device visible from the cavity to the horn, it was also found out a hydrosalpinx on right and left sides. Additionally, investigator stated a problem occurred in one tube, one essure moved and an infection/salpingitis occurred. Bilateral salpingectomy and hysterectomy were performed. The essure procedure was considered a failure and patient was not satisfied. Ptc investigation result received on (B)(6) 2015. Ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in (B)(4). In this particular case a search in the database was performed on (B)(6) 2015 for the following (B)(4) preferred terms: 1. Salpingitis. The analysis in the global safety database revealed 34 cases. 2. Device dislocation. The analysis in the global safety database revealed 325 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these (B)(4) pts. Company causality comment: this study case report refers to a (B)(6)-year-old female patient, who was involved in an observational company-sponsored study. She had essure (fallopian tube occlusion insert) inserted and at follow-up consultation a hydrosalpinx (infection/salpingitis) was diagnosed. Additionally, it was found one essure moved. She was submitted to a surgical procedure. The events are serious due medical importance and listed according to reference safety information for essure. Hydrosalpinx is the result of damages in fallopian tubes which became filled with a sterile fluid, blocked and enlarged. The most often causes of hydrosalpinx are pelvic inflammatory disease (salpingitis), previous surgeries or adhesions. In this case the patient had a history of 2 previous salpingitis, which could be alternative explanations for the reported hydrosalpinx. Nevertheless, the investigator mentioned an infection/salpingitis 1 year post insertion. Considering essure local action in the fallopian tubes (acting as a foreign body); a contributory role of the suspect insert cannot be totally excluded. Regarding the reported device migration, patient's hydrosalpinx may have been contributed to its occurrence and due to its nature, this event was considered as related to essure. Since surgical procedure was required, this case is regarded as incident. According to technical analysis, there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.

Manufacturer narrative:
Follow up 13-jun-2016: quality-safety evaluation of ptc (updated). (B)(4). No sample was returned for investigation, based on the complaint description we cannot relate any of the events to a device quality defect. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Follow-up received on 27-jun-2016 (B)(6). Patient was not pregnant. Essure was inserted on (B)(6) 2010 for sterilization. The patient developed chronic pelvic pain in association with functional metrorrhagia following essure insertion. Ultrasound showed migration in isthmus of right essure insert and adenomyosis. Bilateral salpingectomy via laparoscopy was performed; essure inserts were removed on (B)(6) 2011. Endometrium thermocoagulation was performed via thermochoice. The event chronic pelvic pain in association with functional metrorrhagia was considered related to essure and serious due to hospitalization. Its onset date was in 2010 and stop date on (B)(6) 2011. Patient recovered. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 30-jun-2016 for the following meddra preferred terms: salpingitis. The analysis in the global safety database revealed (B)(4) cases. Device dislocation. The analysis in the global safety database revealed (B)(4) cases. Pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Metrorrhagia. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this study case report refers to a (B)(6) female patient, who was involved in an observational company-sponsored study. She had essure (fallopian tube occlusion insert) inserted and at follow-up consultation a hydrosalpinx was diagnosed. Additionally, it was found one essure moved and she had chronic pelvic pain in association with functional metrorrhagia. She was submitted to a salpingectomy. The events are serious due medical importance and listed according to reference safety information for essure. Hydrosalpinx is the result of damages in fallopian tubes which became filled with a sterile fluid, blocked and enlarged. The most often causes of hydrosalpinx are pelvic inflammatory disease (salpingitis), previous surgeries or adhesions. In this case the patient had a history of 2 previous salpingitis. According to the investigator, patient's hydrosalpinx could be a sequela of these previous infections. Nevertheless, considering essure local action in the fallopian tubes (acting as a foreign body); a contributory role of the suspect insert cannot be totally excluded. Regarding the reported device migration, patient's hidrosalpinx may have been contributed to its occurrence and due to its nature, this event was considered as related to essure. The same causality assessment is given for patient's pelvic pain associated with metrorrhagia, based on event's nature and essure safety profile. Since a salpingectomy was required, this case is regarded as incident. According to technical analysis, an investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect.

Manufacturer narrative:
Follow-up information received on 26-jan-2016: control at 3 months found left insert in position 3 and left hydrosapinx which could be sequela of the two salpingitis. Lt was decided to perform salpingectomy due to medical history of salpingitis with significant risk of recurrence. No hysterectomy was performed. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 27-jan-2016 for the following meddra preferred terms: salpingitis. The analysis in the global safety database revealed (B)(4) cases; device dislocation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this study case report refers to a (B)(6) female patient, who was involved in an observational company-sponsored study. She had essure (fallopian tube occlusion insert) inserted and at follow-up consultation a hydrosalpinx was diagnosed. Additionally, it was found one essure moved. She was submitted to a salpingectomy. The events are serious due medical importance and listed according to reference safety information for essure. Hydrosalpinx is the result of damages in fallopian tubes which became filled with a sterile fluid, blocked and enlarged. The most often causes of hydrosalpinx are pelvic inflammatory disease (salpingitis), previous surgeries or adhesions. In this case the patient had a history of 2 previous salpingitis. According to the investigator, patient's hydrosalpinx could be a sequela of these previous infections. Nevertheless, considering essure local action in the fallopian tubes (acting as a foreign body); a contributory role of the suspect insert cannot be totally excluded. Regarding the reported device migration, patient's hidrosalpinx may have been contributed to its occurrence and due to its nature, this event was considered as related to essure. Since a salpingectomy was required, this case is regarded as incident. According to technical analysis, there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.